Event description:
It was reported that the system has mechanical issues (loose hardware). There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following components have been ordered. Lift movement limit switch and 5" caster lock. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.